Event description:
It was reported that during a ptca/stenting treatment procedure, removal difficulties were encountered. The lesion being treated was an 80% stenotic lesion in the posterior descending coronary artery. The physician used a 6f introducer sheath for vascular access and a choice floppy guidewire and a 6f wiseguide jl3.5 guide catheter to cross the lesion. During the procedure, the physician observed that the size of the liberte bare monorail 32/3.0 mm stent was longer than the lesion. While attempting to withdraw the stent to change it, it became trapped in the proximal portion of the guiding catheter (outside of pt's body). The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'ok'.